Manufacturer narrative:
(B)(6). Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the device was faulty. The t-2 anchor was the issue. A backup device was available to complete the procedure with no reported patient impact. This occurred in conjunction with another device failure involving the retrieval of a device fragment that took an extended period of time to complete.